Event description:
It was reported that the patient came to the clinic for the first post-implant check. The patient discussed that he occasionally felt something uncomfortable. Brady observed intermittent ventricular safety pacing. Sensing, capture and pacing lead impedance on both were consistent and acceptable. Clinically resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.